Manufacturer narrative:
(B)(6) 2018. The customer inspected the device and ordered a battery. No parts were returned for evaluation, therefore, a root cause could not be determined.

Event description:
It was reported that the ventilator fails to power up intermittently when on battery power. There was no patient harm reported. The event date was not specified, estimate used.